Event description:
Customer called to report the pump had a crack in the display. The crack did not interfere with the reading of the pump display. Pump was not dropped, bumped or exposed to moisture.